Event description:
This lead was implanted on (B)(6) 2012. It dislodged the same day post implant and was explanted. The procedure took place at (B)(6) hospital medical center with dr. (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).